Event description:
It was reported that the user received low glucose alerts and confirmed fingerstick readings of 61 mg/dl and later 90 mg/dl after consuming coffee, a protein bar, peppermint, and juice; review indicated the user announced two meals in close succession to account for breakfast and then beans and rice, consistent with a use-of-device problem related to meal announcements, with no specific device component identified. Symptoms included hypoglycemia with associated headache and malaise. Outcomes included the need for oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and indicated the issue was related to user handling of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.